Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that there was no adverse outcomes or consequences.

Manufacturer narrative:
Product complaint # : (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the sensor tensor (large) has roughened and is sharp, needs replacing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: sensor tensor (large) has roughened and is sharp, needs replacing. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the anterior surface scratched of the cas ligament tensor size 4-xf, making the product information illegible. Additionally, device exhibited signs of usage. Potential cause can be traced to user, as femoral cuts should not be made with the ligament tensor is in use and the scratches observed are consistent with a saw blade coming into contact with the device while in use. The attune® knee system patient specifc alignment tibia first surgical technique, page 49, specifies the following "utilize the ligament tensor to balance the knee" and that "prior to inserting the ligament tensor, it is imperative that the joint space is cleared of any loose tissue or debris, and the tibial cut is completed". A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cas ligament tensor size 4-xf would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: did the event occur during the surgery? If yes, was there a surgical delay? What is the duration of the delay? No - during set up.